Event description:
It was reported that there was a missing part number 6205054. There has no patient involvement and no patient or clinical injury.

Manufacturer narrative:
UDI information unknown, no information received to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h6. Evaluation codes: updated. No product was returned therefore no device analysis could be completed. The alleged missing part from pressure cuff packaging was not confirmed after review of the job folder. As no product was returned no further analysis could be conducted. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No further action was taken.